Manufacturer narrative:
The serial number of the analyzer is (B)(6). Review of the provided data indicates that the alleged sample is a low-titer sample. This would explain why wavering results were generated when the sample was tested individually and not with the pooled samples. This is a sample-specific issue, and the reagent is performing as intended. Workflow can not be ruled out as a potential root cause for the discrepant results. It is important to note that contamination is more likely to affect hbv, as it is the only dna target in the assay (in contrast to hiv and hcv, which are rna targets). Due to its greater stability, hbv dna may more readily contribute to contamination events. It is possible that the patient may have obi (occult hepatitis infection), which would indicate a low viral load.

Event description:
There was an allegation of questionable hbv result with the cobas® mpx - 480 assay for a donor patient sample tested on the cobas 6800 analyzer. The initial pool of 6 samples was non-reactive. The repeat as individual donor testing (idt) was reactive for hbv. The idt test was repeated and the result was non-reactive. The serology result was negative. The sample was sent to an external laboratory for further testing: pcr (on a c4800): negative. Hbsag: negative. Anti-hbc (anti-core): positive. Hbv immunoblot: positive.